Manufacturer narrative:
A partial lead with the lead tip measuring 51.2cm was returned for analysis. External insulation abrasion was noted at 15.5-15.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 7.3-7.4cm and 12.6-12.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that upon review of egms, multiple alerts for low, out of range high voltage lead impedance, possible high voltage circuit damage and possible high voltage lead issue were observed. The low, out of range hv impedance was confirmed when tested. Subsequently, the device and lead were explanted without complication. The patient condition was normal after the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.